Event description:
It was reported that during a ptca procedure, the guiding catheter was inserted above the aortic arch and torqued repeatedly. Upon engaging in the ostium of the vessel, a dissection occurred. Several stents were placed to repair the dissection. Patient status is listed as "ok".